Manufacturer narrative:
Additional information received reported that it was noted that the box and end seal was in good condition and the physician had opened the outer corrugated box before the procedure to prevent the damage to the device carton. The limb sn that was intended for implant was (B)(4). It was reported the device was shipped to the hospital directly from the air cargo office and it was relabeled by the distributor as per the device carton sticker from the medtronic warehouse. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned for implantation in a patient for the endovascular treatment of takayasu arteritis on an unknown date. It was reported that during the index procedure, the physician planned to implant a pre-approved contralateral limb and it was removed from the box. When inserting the device after first strut deployment, the physician realized this was not an endurant limb as planned but an endurant main body. It was removed from the patient and the procedure was completed with another endurant limb. As per the physician, the cause of the event was due to mislabeling of the device and box. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned in the original product packaging. Review of the shelf carton label, pouch label and product handle label confirmed the unit was an etbf3616c166ee endurant ii main body. There was no discrepancy between the product details on the carton label, pouch label and product handle label. The device returned with the stent graft partially deployed. The taper tip was curved. No further damage was observed to the device. If information is provided in the future, a supplemental report will be issued.